Event description:
Boston scientific received information that this device has been monitored for long charge times that did not exceed the charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device tripped end of life (eol) by charge time when the monitoring voltage was at middle of life (mol). The health care provider stated the device would be changed out soon. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.